Event description:
A product liability claim was raised. It was reported that the patient was implanted a cls stem 145 7.0 12/14 on (B)(6) 2008 in combination with a finsbury component. The patient claimed for damages for personal injuries and associated losses suffered as a result of the possible failure of his prosthesis.

Manufacturer narrative:
This case was reopened on (B)(6) 2015 to enter additional information received on (B)(6) 2015. The investigation results have been updated. It was reported that cls stem was implanted on (B)(6) 2008 in combination with (B)(6) components. Patient underwent revision surgery on (B)(6) 2014 due to pain, elevated metal ions and soft tissue reaction. According to the received documentation a cls stem was combined with (B)(6) devices. This product combination is not authorized by zimmer (B)(4). The IFU for cls stems states that "only authorized combinations must be used. To determine whether these devices have been authorized for use in a proposed combination, please contact your zimmer sales representative or visit the zimmer website: www.productcompatibility.zimmer.com." Following, based on the given information and the results of the investigation, we could identify a root cause for this issue. Cls stem was combined with competitors' products (cup and head). Therefore, we consider off-label use as a root cause. Zimmer considers this case as closed again. Should any the device and/or additional information become available zimmer will re-evaluate the case and send an amended medical device report. Zimmer's reference number of this file is (B)(4).

Event description:
Update after receipt of additional information: it is now reported that the patient underwent a revision surgery of his left hip on (B)(6) 2014 due to pain, elevated metal ions and soft tissue reaction.

Manufacturer narrative:
Neither x-rays, nor operative notes or photos of the implant were received; therefore the condition of the device is unknown. Pt factors that may affect the performance of the device such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, a final assessment is not possible. However all possible failure modes, potential causes and risks related to cls stem are covered in the appropriate dfmea. Based on the given information and the results of the investigation, the compliant could not be identified or reproduced. However, it was possible to identify a root cause for the reported event. The zimmer cls stem was combined with competitors' products (cup and head). Therefore, it is considered off-label use as a root cause. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review, as the patient has not been revised. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Due to the fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).